Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after an inappropriate shock for aberrant rhythm and t-wave oversensing leading to rhythm acceleration to ventricular fibrillation (vf) and then a second shock which successfully converted the patient back to normal sinus rhythm. A potential delay in the delivery of the second shock (time to therapy was approximately 22 seconds) due to undersensing was also reported. All sensing vectors were reviewed in hospital and the current vector was selected again after auto-setup. Technical services (ts) was consulted, and both a technical analysis of the signals and an episode analysis were provided. Ts also recommended x-ray imaging to verify system placement as the system shock impedance is greater than 110 ohms. No other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after an inappropriate shock for aberrant rhythm and t-wave oversensing leading to rhythm acceleration to ventricular fibrillation (vf) and then a second shock which successfully converted the patient back to normal sinus rhythm. A potential delay in the delivery of the second shock (time to therapy was approximately 22 seconds) due to undersensing was also reported. All sensing vectors were reviewed in hospital and the current vector was selected again after auto-setup. Technical services (ts) was consulted, and both a technical analysis of the signals and an episode analysis were provided. Ts also recommended x-ray imaging to verify system placement as the system shock impedance is greater than 110 ohms. No other adverse patient effects were reported. This device remains in service. Additional information: the patient received another inappropriate shock for atrial fibrillation (af) with ventricular extrasystoles (ves). The field is awaiting data to send on to ts for analysis. Previous troubleshooting included programming different sensing vectors and medication management. No other adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event.